Event description:
It was reported by service report that the rubber was coming off of the caster affecting the brakes and mobility, and the scale was inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.